Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly during the load process. The pump was connected to a power source and was able to be turned on. There was no reported impact to the customers blood glucose level as they had not tested at the time of the report however, the customer stated their bg level was 147 (mg/dl) earlier in the day. Tandem technical support instructed the customer to reload the cartridge onto the pump and resume insulin delivery.